Manufacturer narrative:
An event of left bundle branch block and first degree atrioventricular block post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the cause of the reported left bundle branch block and first degree atrioventricular block could not be conclusively determined, however deeper than optimal 3 mm implant of navitor valve may have contributed to the reported heart block. Please note that per the navitor implantation system instructions for use, "caution: do not re-sheath the valve more than two times. If additional positioning attempts are needed, completely re-sheath the valve and remove the valve from the patient. Use a new valve and delivery system to complete the procedure." And "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)."

Event description:
Clinical information: (B)(6)- vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. There was calcification down into the left ventricular outflow tract (lvot). Prior to valve deployment, a pre-implant balloon aortic valvuloplasty was performed with a 20mm non-abbott balloon, and a left bundle branch block and a first degree atrioventricular (av) block was noted on electrocardiogram (ECG). Pacing of 120-140 beats per minute was performed during valve deployment, in order to suppress premature ventricular contractions (pvcs). The valve was partially re-sheathed a total of 4 times within a short period of time due to being deployed too high and too low. The final depth was 9mm at the non-coronary cusp and 8mm at the left coronary cusp. The heart block resolved within 24 hours, and no prolonged hospitalization was required. There was no intervention performed. The patient was stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.